Event description:
The nurse at the hospital reported the following event: "(B)(6) performed an ablation of abg ii modular implants and would like to have an eval of the implant."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.